Event description:
While loading the intraocular lens, amo zlboo 18.5 diopter, the trailing haptic got curled up in the cartridge. The lens was removed from the field and the surgeon loaded the second lens and inserted it without difficulty.